Event description:
It was reported that the console sparked on some material, and when it was being prepared to utilize, it split the fiber. There were no patient complications.

Manufacturer narrative:
The console was evaluated by the field service engineer (fse) at the customer's site. The fse reviewed the error logs and found no errors. The fse filled the coolant to specifications. No faults were found with the console. The fse performed alignment for centration, ran self-tests with zero faults and performed multiple power checks with no issues. Could not duplicate the described issue. The investigation was unable to identify any damage or malfunction related to the reported allegation.

Event description:
It was reported that the console sparked on some material, and when it was being prepared to utilize, it split the fiber. There were no patient complications.